Manufacturer narrative:
(B)(4). This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this lead was exhibiting pacing inhibition one day post implant due to a perforation. A revision procedure was performed and the lead was repositioned without further incident. No adverse patient effects were reported.